Event description:
The report from the field indicated that: a male pt had a cypher stent implanted at the target lesion in a calcified prox to mid rca. The target area had been predilated. The physician then noted disease on fluoro that was distal to the implanted stent, and attempted to advance a 2.5x23mm cypher stent through the previously implanted stent for distal placement. The sds would not advance past a certain point to cross the lesion, and when it was withdrawn, the stent dislodged into the proximal rca. The physician then dilated it and deployed it in the porx rca. A 2.5x8mm cypher was then advanced through both previous dislodged stent; the physician determined both stents had gotten hung up on either the first stent or calcium. When the sds was withdrawn, the 2.5x8mm cypher dislodged at the proximal rca, and was implanted to overlap with the second stent. The site was postdilated with a quantum maverick 3.2x5mm balloon. The reporter stated that neither stent was withdrawn into the guide catheter; they both dislodged before reaching it. The pt was reportedly fine.

Manufacturer narrative:
This is one of two products used during the procedure or involved with this adverse event, which is associated with mfg report#3003742446-2006-00423. This product is available for evaluation and testing; however, it has not been received as of today.